Event description:
It was observed that during the device evaluation, the colonovideoscope image was rough. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the image experienced roughness due to damaged on the charged coupled device unit (ccd). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.